Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a vaginal sling procedure. According to the complainant, during the procedure, the mesh began to fray during the deployment of the first side. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Evaluation summary: attempted to power on the pump with the function switch and the pump did not respond with any display or tones. I performed external visual & internal functional inspection of the pump. During a visual inspection found the battery positive wire was disconnected from the battery door assembly. The battery positive wire ring terminal was missing. The battery positive red wire was improperly joined with extra orange wire. The battery door positive red wire was not inserted properly in the j2 male connector. The battery negative black wire was found pinched and the insulator was opened. The function switch was rotated through 5 discrete positions. The two end positions are momentary and should return to the previous switch location upon release, but the switch was stuck at both end positions. The software version in this pump is: the software version v1.5. The reported condition was confirmed and duplicated. The assignable cause: the battery door positive red wire was loose or improperly connected, and the function switch was not functioning correctly which caused the reported condition of non delivery and constant alarm.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05636, and 3005099803-2009-05635 for the other associated device information. It was reported to boston scientific corporation that three cellebrity endoscopic cytology brushes were to be used for a bronchoscopy procedure performed on (B)(4), 2009. According to the complainant, during preparation, the brushes were tested outside the patient. When extending the brush forward, the yellow sheath completely detached from the handle. The yellow sheath slipped down (about 10 cm) covering the brush. The brush could not be extended forward anymore or retracted back into the sheath. This happened three times in a row with three separate brushes. The procedure was completed with a fourth cellebrity endoscopic cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Catheter was inserted in surgery and fell out in the recovery room after the balloon split/ruptured.

Event description:
The director of surgical services called baxter technical service on 9/29/09 to report that an infusor pump was alarming during administration of propofol (dosage unknown) on several surgical patients. The director reported the pump had been alarming all day during use on several patients. The pump would alarm, and the infusion would stop. The anesthesiologist continued each patient's dose of propofol with a syringe. One pump was involved with multiple patients on one date. The pump serial number is no longer identifiable. The device was running on battery. The device has been returned to baxter for evaluation.

Manufacturer narrative:
Clarification of the results of evaluation indicate the following information: the assignable cause was: the battery door positive red wire loose and improper connection extra orange wire (baxter non-approved part) and function switch not functioning correctly were defects that contributed to the reported condition of non delivery and constant alarm on the infusor device.

Manufacturer narrative:
The device was received at the service depot, and has been sent on to the product analysis lab for in-depth evaluation. A follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available. The pump manufacturing date is unknown, and the customer could not identify the serial number of the device. Although, several attempts have been made to obtain additional clinical information, the facility declines to provide further information.